Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, only one side of the reload fired and formed staples. The patient side formed, while the staples on the specimen side never ejected from the reload. The surgeon uses two guns and seamguard on every reload. The incident happened during the fourth or fifth firing total firing, which would've been the second or third firing for that particular gun. The tissue wasn't considered thicker than usual, nor were any unusual sounds heard. The stapler was used across the previous staple line, but not over any other type of metal clips or hard objects. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p55j2l. The analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.